Event description:
It was reported that the patient experienced a decrease in therapeutic effect. The patient went to the emergency room reporting increased pain. The patient reported they "did not feel the pump was working". A dye study was being planned. The medication in the pump was dilaudid. No other event detail was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# n185134028, implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).